Manufacturer narrative:
The customer suspected device returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, leaking at the forceps channel, distal end pink probe cut, bending section rubber scratched, bending section rubber glue cracked, white spot on image, ultrasound image broken elements, switch/camera cut, and insertion tube peeling. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the evis exera ii ultrasound gastrovideoscope had black fluid leaking at the distal tip of the scope. There was no report of patient harm or user injury associated with this event.

Event description:
Additional information received from the customer that the intended procedure was an endoscopic ultrasound (eus) procedure, and the procedure was completed using similar device with no delay.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and investigation was unable to confirm the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to the investigation, the air leak occurred in the forceps channel. Thus, it is possible that a foreign material remained inside the nozzle because the device could not be reprocessed properly. However, the investigation could not determine the cause of the phenomenon. The investigation reported that the following was found, foreign material came out from the nozzle, air leak in the forceps channel. As the result of checking the manufacturing history, the subject device was shipped without abnormality in manufacturing. Olympus will continue to monitor field performance for this device.